Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse called and reported that the customer got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 45 mg/dl at the time of the incident. The customer was at 304 mg/dl before treating and going low. The customer was in a car accident due to the low. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Please disregard this report as it is a duplicate and has the wrong serial number. The correct information was reported under report number 3004209178-2019-94062.